Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the nosecone of the delivery system became stuck in the inflow part of the implanted transcatheter aortic valve (evfxplus-34) and the valve subsequently dislodged above the annulus level. Physicians decided to load a new 34mm fx+ valve. Attempts were made to snare the valve into the ascending aorta, which were unsuccessful. As the initial valve could not be snared properly, it was left in place. Due to concerns about potential coronary occlusion, a valve from a different manufacturer was selected and successfully implanted. The new 34 mm medtronic valve that had been prepared was not inserted into the patient and was discarded. The patient passed away the following day.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012864346); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2, h3. H6: image review: three media files were provided for review of the event. Patient's executive summary was not provided for anatomical review. Images of the valve deployment were not provided for review therefore it is not possible to validate valve depth prior to final release. Evidence supports that during removal of the delivery catheter system; the nose cone interacted with the evolut frame causing it to dislodge. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. There is evidence of a snaring attempt which reportedly failed and consequently the valve was left above the aortic annulus, and a non-medtronic valve was implanted. The final angiographic assessment demonstrated no evidence of aortic regurgitation/paravalvular leak, aortic dissection, or coronary artery occlusion. It was reported that the patient passed away the following day. The immediate cause of death cannot be ascertained based on available evidence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the nosecone of the delivery system became stuck in the inflow part of the implanted transcatheter aortic valve (evfxplus-34) and the valve subsequently dislodged above the annulus level. Physicians decided to load a new 34mm fx+ valve. Attempts were made to snare the valve into the ascending aorta, which were unsuccessful. As the initial valve could not be snared properly, it was left in place. Due to concerns about potential coronary occlusion, a valve from a different manufacturer (edwards sapien) was selected and successfully implanted. The new 34 mm medtronic valve that had been prepared was not inserted into the patient and was discarded. The patient passed away the following day. Additional information was received that per the physician, the cause of death was unknown but a high likelihood of a late coronary occlusion. The physician did not exclude the valve, delivery catheter system (dcs), or the patient's underlying medical history as contributing causes to the death.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.